Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. At around 11:00pm, the patient was watching television and checked her receiver that was reading 87 mg/dl. While watching television, the patient passed out. The patient¿s boyfriend found the patient and called the paramedics. The emergency medical technicians (emts) arrived at around 11:30pm they took a finger stick and the bg meter was at 28mg/dl. The emts administered the patient with intravenous (IV) therapy and the patient came to. The patient did not have to go to the hospital. At the time of contact, the patient was doing okay. No additional patient or event information is available.